Manufacturer narrative:
One 72202825 used in treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. If further information, becomes available, the complaint may be revisited. Per IFU 1061352: ¿the instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the product was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during surgery, when using the "arthroscopic needle st", the doctor spoke when hitting the product on the bone and the needle hit the bone and broke. All the pieces were successfully removed from the patient. The procedure was completed with a backup device and no delay or further complications were reported.

Event description:
It was reported that, during surgery, when using the "arthroscopic needle st", the needle hit the bone and broke. All the pieces were successfully removed from the patient. The procedure was completed with a backup device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.